Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in clinic with chest pain. There were several episodes of lead noise recorded on stored electrograms, during which time there was inhibition of pacing. Lead impedance decreased tremendously and remained there. Lee will try to reproduce the noise with isometrics, but in the meantime he reprogrammed the ventricular sensitivity.